Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported there was a hole in the balloon. During use they realized the balloon was emptying. The feeding tube was replaced and the second feeding tube also had a hole in the balloon and was replaced. There was no injury to the patient.

Manufacturer narrative:
Additional information: h4 manufacture date was added. The device history record (DHR) review was performed showing no discrepancy was found according to the failure mode reported. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. A root cause could not be determined with the available information. The manufacturing process was reviewed. Process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition. The current process is running according to product specifications meeting quality acceptance criteria. As part of the containment, a notification was made to the production personnel of the line so that they are aware of the condition reported by the client. This complaint will be used for tracking and trending purposes.